Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulging silicone segment while infusing tpn and lipids with an inline filter. They reported there was no IV push fluids or medication given. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report of bulging in the pumping segment was confirmed. Visual inspection noted a slight compromise on the silicone segment near the upper fitment. Functional testing was not performed because the set¿s drip chamber had been removed and was not received with the set. The root cause of bulging in the pumping segment could not be identified.